Manufacturer narrative:
The reactivity of the s antigen was confirmed on cell #6 from retention panocell-10, lot 05500. The customer did not return product for investigation testing.

Event description:
Cell 6 of panocell-10 lot 05500 (heterozygous for s antigen) tested negative with ortho anti-s.